Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device received with cracked retainer, cracked case corner of belt clip rails, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 43 mg/dl at the time of the incident. The customer was at 151 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.